Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc co ltd, medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): both the separated distal tip and the proximal shaft were returned. Observation of the breakage site revealed that the catheter lumen was occluded and closed by the plastic material of the product and traces of rotational force were observed at the breakage site. It is presumed that the tip section was broken apart after having been heavily twisted. Based on the provided information that the product was applied to a highly calcified lesion, and on the investigation outcomes, it is presumed that the tip of the corsair microcatheter might have been advanced into and trapped by the calcified lesion. Rotational manipulation might have been consecutively applied, rotational force might have accumulated at the tip of the product, and the tip separated when accumulated rotational force exceeded the product design limit. The instructions for use (IFU) of the product states: do not use in advanced calcified lesions. In the contraindications and prohibition section and in warnings section, it states: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the cause is unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Identify the cause of the resistance under fluoroscopy, and take appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or rupture the catheter or damage the blood vessels).

Event description:
It was reported that the target lesion was a chronic total occlusion (cto). During use, the distal tip of the corsair microcatheter separated. An attempt was made to retrieve the separated portion, but it was unsuccessful. The separated tip remains in the patient anatomy. The patient was informed of the situation. No adverse patient sequelae was reported. No additional information was provided.